Event description:
Ous MDR - boston scientific received information that during a follow up visit of this right ventricular lead, review of the stored electrograms revealed numerous atrial tachycardia episodes. In addition there was inappropriate mode switching due to noise on the atrial channel that resulted in inappropriate ventricular pacing tracking. Provocative maneuvers performed in an attempt to reproduce the noise were unsuccessful. No oversensing was noted. Lead measurements were normal. Daily measurements were stable. The patient did not recall any particular activity associated with the times of the episodes of an external electromagnetic source. Some dizziness was reported, however, did not correlate to the recorded episodes. The atrial sensitivity was reprogrammed to prevent atrial oversensing. A number of ventricular sensing events were also noted in the refractory period following the ventricular pace, suggesting noise rather than non-capture and subsequent intrinsic. According to available information this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.